Event description:
It was reported that electronic analysis of the leads showed two contacts on one lead and one on the other were damaged and not working. It was noted that the patient had excellent paresthesia sensation and good pain control, so no action was taken. It was later reported that the electronic analysis showed high impedances on three electrodes.

Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).